Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was requesting a manufacturer representative (rep) to look at their ins due "dysfunction" of stimulator. The patient had no further information as to what this meant. No symptoms were reported.